Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that the device was not able to be interrogated and that there was no pacing noted on the ECG. The device remains in use. No patient complications have been reported as a result of this event.